Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the electrode. No other reports of erroneous results have been submitted since fse replaced the hardware.

Event description:
A customer contacted beckman coulter inc., (bci) and stated that three glucose (glucm) patient results when run in duplicate on unicel dxc 800 pro synchron clinical systems did not match. The original specimens were re-tested on a different instrument and obtained results were reported out of the lab. Patient results are shown. No erroneous results were reported out of the lab. Patient treatment was not affected.